Manufacturer narrative:
The suspect device has been returned to olympus. However, the evaluation has not been completed at this time. The investigation is ongoing and the root cause of the reported event cannot be determined. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that "everything was flashing; all bulbs flashed." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation. The user's complaint was confirmed due to a bad scope socket that has a faulty slider switch causing front panel display blinking. Additionally, the olympus lamp life meter is reading over 500+hours, and the lamp life is expired. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined. It is instructed to never use the video system center if an irregularity is observed in chapter 9 troubleshooting: "never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement." Olympus will continue to monitor field performance for this device.